Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced a heart rate of "forty two then seventy nine with a blood pressure of two hundred over one hundred and ten, then one hundred and seventy nine over sixty nine and having chest pains".

Manufacturer narrative:
Continuation of d10: w1dr01 ipg implanted (B)(6) 2023.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that "that they went in for a wound check after the replacement and believes the tech reset or changed the settings at that visit". It was noted that the patient "was suffering, could hardly make it to the car and breath, and  has since gained thirty five pounds and has fluid".  The patient reports that "one tech said the previous person turned the output on the lower lead down too far and it wasn't capturing so they turned it back up". The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported by the patient that the ipg was not working and they have been suffering since the ipg was implanted. The patient also reported that the physician "butchered" the rv lead when it was implanted as the rv lead was "bunched up and stuffed" into the patient's chest. As a result, the patient experienced wound issues and felt protrusion. The patient also reported that the rv lead was failing and exhibited rising impedance. The ipg and rv lead were inactivated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.